Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain patient's weight.

Event description:
Related manufacturer reference number: 3006705815-2019-04785. It was reported that the patient experienced ineffective therapy due to lead migration . As such, surgical intervention took place on (B)(6) 2019 wherein the leads were repositioned. Reportedly, therapy was restored post operatively.